Manufacturer narrative:
(B)(4).

Event description:
Information reported stated that the lead had also exhibited high defibrillator impedance, r wave variation and high impedance measurements.

Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
.

Event description:
It was reported that patient came to the hospital due to muscle stimulation. X-ray was performed and the lead was dislodged and there was loss of capture. The lead was repositioned and good electrical values were obtained. The patient's condition was good after the procedure.